Manufacturer narrative:
.

Event description:
Procedure: low anterior resection. According to the reporter: while cutting across the rectum with the endo gia 60mm 3.5mm cartridge, the anvil would not close correctly and appeared to "scissor" while closing. The proximal staples formed correctly but the distal staples did not form and fell out of the cartridge. They tried another load and the same thing happened again. They eventually made it across with other loads. They continued to use the same endo gia universal handle with other loads throughout the procedure and those loads fired correctly. This incident added or time to the procedure because they had to keep trying to fire across the rectum multiple times. Surgery time was extended by 45 minutes.